Event description:
Pt was brought to operating room from the intensive care unit for insertion of permanent dialysis catheter via the right internal jugular access. During the procedure, the introducer catheter became malpositioned and was withdrawn. This led to the pt becoming hemodynamically compromised. Extensive resuscitative measures were taken, including a sternotomy which revealed a superior vena cava injury. In spite of extensive intervention, pt expired. It is unclear whether the device caused or contributed to the death; therefore we are reporting the event out of caution. FDA safety report ID# (B)(4).